Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 12, 2007. Evaluation summary:the condition of depleted batteries was confirmed. The device was evaluated at the customer's site in late 2006. Inspection of the device on this date found that the pump's batteries were damaged with 7 battery discharges below the alarm threshold and were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
The baxter engineer reported a pump with depleted batteries. It unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.